Event description:
The customer contact reported that while operating on battery power, th edevice powered off by itself with inadequate response time. At an unspecified time, line a was programmed to deliver an unspecified concentration of diltiazem hydrochloride at a rate of 15mg/hr. No further programming parameters were provided. At approx 1530 during transport for an inferior vena cava filter placement, the pump sounded an unspecified alarm and approx 1 minute later powered off. The pump programming parameters were lost. It was reported that the pt's heart rate increased from a baseline of 87-103 beats per minute (bpm) to "130's to 150's bpm.". The pt's oxygen saturation was reportedly "fine". The remaining vital signs were unspecified. The pump was removed from clinical service. At approx 1540, the delivery was resumed from clinical service. At approx 1540, the delivery was resumed using a replacement pump. At approx 1610, the pt's heart rate was reportedly stabilized. The planned procedure was initiated and completed. There was no reported adverse pt sequelae. Though requested, no additional information was provided.